Manufacturer narrative:
The instrument was analyzed and found to have a frayed pitch cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Field d6 is blank because the product is not implantable. Intuitive surgical, inc. (Isi) did not receive the instrument involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined. The customer provided images of the instrument with no obvious damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps was installed and advanced to the surgical field. The surgeon activated and controlled but the instrument did not follow his hand movement, it rotated opposite direction with surgeon hand. The customer then tried to re-install the instrument, fix the sterile adapter, changed instrument to another hand but the issue was not solved. Finally, they decide to use the backup instrument to finish the procedure. The procedure was completed with no reported injury.